Event description:
It was reported that the patient received inappropriate high voltage therapy when the device misdiagnosed supraventricular tachycardia as ventricular tachycardia. The device was reprogrammed. The patients condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.